Event description:
Reportedly, the force-fxc generator was pulled from service as the result of a burn to a pt. Burn to the superior part of the two legs under the scrotum. Reportedly, there was a burning smell during the surgery. When the drapes were removed a blue flame flashed, but it went out. The or nurse also indicated that it was a 1st degree burn. Info about treatment is not known at the moment. The pad used during surgery was not a valleylab pad and the burn was not at the pad site. The type of pencil is not known. There was no add'l report of pt condition or impact.